Manufacturer narrative:
On 03/06/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/27/2018, mentor received the following additional information about the event: date problem observed was reported as (B)(6) 2018 in the new information. However, mentor became aware of the event on 02/01/2018. Because of this, mentor will continue to report the original date of event of (B)(6) 2018. Patient underwent bilateral explantation and replacement surgery with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline breast prosthesis, cat. #3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appeared intact. Leak testing, performed according to mentor procedures, revealed one leak. The leak¿s origin was caused by a delamination of the diaphragm valve from the shell. The cause of the delamination could not be determined. No other anomalies were observed. The complaint of deflation was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. Although the occurrence rate for delamination is extremely low, an investigation of the device history record and the complaint database revealed no other complaints of this type associated with this lot. Product evaluation concluded that the delamination occurred sometime subsequent to the removal of the device from its protective packaging. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/29/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).